Event description:
It was reported that, during a procedure using the 60mm reload with a powered stapler and a standard adapter, the reload had a partial cut issue with a complete staple line. The doctor had to add a clip to the staple line, and suturing was performed as staple line reinforcement. The procedure was extended by 40 minutes.

Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n5m1109y). Egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n5m1109y). Sigphandle, sig power sigphandle handle, (seral # unknown). Sigadaptstnd, sig power sigadaptstnd linear adapter, (seral # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.